Event description:
After implantation the surgical site presented repeatedly with infection.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.